Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that; the stent was damaged along its entire length. The stent had moved distally on the balloon over the distal markerband. Stent damage most likely occurred during advancing attempts and also when the stent came into contact with the guiding catheter during withdrawal attempts. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged and stent moved on balloon occurred. The target lesion was located in a calcified anterior descending vessel. Following pre-dilation, a 2.50mmx38mm synergy drug-eluting stent was advanced to treat the lesion. However, upon advancing the device, the stent was damaged. When the device was removed through 3.5 6f runway jl guide catheter; it ¿curled up¿ on the guidewire and part of the stent that was deformed became loose on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damaged and stent moved on balloon occurred. The target lesion was located in a calcified anterior descending vessel. Following pre-dilation, a 2.50mmx38mm synergy drug-eluting stent was advanced to treat the lesion. However, upon advancing the device, the stent was damaged. When the device was removed through 3.5 6f runway jl guide catheter; it "curled up" on the guidewire and part of the stent that was deformed became loose on the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.